Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments left behind') and device dislocation ('I called the pathology to get my coils and they said they only have 1 coil') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and abdominal distension ("I m bloated and sore"). The patient was treated with surgery (essure removal and essure removal.). Essure was removed. At the time of the report, the device breakage and device dislocation outcome was unknown. The reporter considered abdominal distension, device breakage and device dislocation to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : device dislocation". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event fragments left behind added. On 20-mar-2020: social media content received: reporter added. Fu 2 and 3 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments left behind') and device dislocation ('I called the pathology to get my coils and they said they only have 1 coil') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("I m bloated and sore"), alopecia ("I'm loosing more hair than the normal") and flank pain ("pain behind my ribs"). The patient was treated with surgery (essure removal and essure removal.). Essure was removed. At the time of the report, the device breakage, device dislocation, alopecia and flank pain outcome was unknown. The reporter considered abdominal distension, alopecia, device breakage, device dislocation and flank pain to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : device dislocation". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received: I'm loosing more hair than the normal, pain behind my ribs and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I called the pathology to get my coils and they said they only have 1 coil') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : device dislocation". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments left behind') and device dislocation ('I called the pathology to get my coils and they said they only have 1 coil') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("I m bloated"), abdominal pain ("severe abdominal pain"), alopecia ("I'm loosing more hair than the normal"), flank pain ("pain behind my ribs"), back pain ("back pain"), intestinal haemorrhage ("blood clots after bowel movement"), pelvic pain ("ridiculous pain"), loose tooth ("loose teeth") and tooth fracture ("teeth break"). The patient was treated with surgery (essure removal and essure removal.). Essure was removed. At the time of the report, the device breakage, device dislocation, alopecia, flank pain, intestinal haemorrhage, pelvic pain, loose tooth and tooth fracture outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device breakage, device dislocation, flank pain, intestinal haemorrhage, loose tooth, pelvic pain and tooth fracture to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : device dislocation". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media reporter: the consumer stated that she after 2 surgeries, and only her ovaries were left. She also mentioned that she had ridiculous pain, severe abdominal and back pain, blood clots which went to the emergency room, but hemorrhoids were not found. On 20-mar-2020: social media received- events added: loosing teeth and break teeth. Reporters information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fragments left behind') and device dislocation ('I called the pathology to get my coils and they said they only have 1 coil') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("I m bloated"), abdominal pain ("severe abdominal pain"), alopecia ("I'm loosing more hair than the normal"), flank pain ("pain behind my ribs"), back pain ("back pain"), intestinal haemorrhage ("blood clots after bowel movement"), pelvic pain ("ridiculous pain"), loose tooth ("loose teeth") and tooth fracture ("teeth break"). The patient was treated with surgery (essure removal and essure removal.). Essure was removed. At the time of the report, the device breakage, device dislocation, alopecia, flank pain, intestinal haemorrhage, pelvic pain, loose tooth and tooth fracture outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, device breakage, device dislocation, flank pain, intestinal haemorrhage, loose tooth, pelvic pain and tooth fracture to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media : device dislocation". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('I called the pathology to get my coils and they said they only have 1 coil') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. "Concerning the injuries reported in this case, the following one/ones were described in social media: device dislocation". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.